Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was leaking from the cassette during priming, prior to patient connection. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies and the hp complied. There was no serious injury or medical intervention reported in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation after multiple attempts were made to retrieve it. Should additional relevant information become available, a supplemental report will be submitted.